Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the left ventricular lead exhibited failure to capture. A chest x-ray was performed and revealed lead dislodgment. Programming changes were made to deactivate the lead. The patient experienced no adverse consequences.